Manufacturer narrative:
The field service engineer went onsite and confirmed that this was not an actual odor complaint. No parts were replaced. Medwatch report generated in error. This is not a reportable event.

Event description:
An international customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Ni